Event description:
It was reported that, according to data obtained from the endoprothesenregister - deutschland (eprd), five (5) patients underwent revision surgery due to an unspecified diagnosis, during which a journey uni system that included a cocr femoral component was implanted. Between february-2015 and november-2020, one (1) patient required a re-revision surgery due to an unspecified diagnosis other than infection. The potential contribution of the journey uni cocr femoral component to the diagnosis that made necessary the aforementioned re-revision could not be discarded at this time. The identity of the devices explanted during this procedure and the prosthesis implanted in exchange remains unknown. The eprd provided this information as part of a cumulative statistical study regarding failure frequency, therefore there is no additional information available.

Manufacturer narrative:
Complaint reference number: (B)(4).

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on insufficient information, further clinical root cause analysis cannot be performed. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: (B)(4).